Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "one of the jaw of the instrument is broken¿. Failure analysis found the primary finding of broken grip tip. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately .080" x .286" was found to be broken off. The broken piece was not returned. Root cause of this failure is attributed to user.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the instrument was found to have a broken jaw. A backup instrument was used. The procedure was completed with no reported injury.